Manufacturer narrative:
Endocrinology provider reported being aware that customer does not have current pump and there is concern that customer might have been a suicide risk. During hospitalization customer was admitted with extremely high blood sugars of greater than 1000 mg/dl and there was concern at that time customer might have not been using the pump correctly to intentionally do harm to self and someone removed the pump from customer during this hospitalization. Customer was still at a health care facility at time of report and was requesting a replacement pump. Customer's current pump is out of warranty and there was no decision on weather customer is ready to return to pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (1300 mg/dl) with diabetic ketoacidosis. Customer could not recall type of treatment that was administered while hospitalized. Customer was discharged (B)(6) 2019 with the issue resolved and no permanent damage. Customer alleged the pump was not delivering insulin; however, customer could not recall if there were any alerts, alarms, temp or basal rate. Customer began to feel dizzy during the night of (B)(6) 2019 and was re-admitted to the hospital with hypoglycemia (19 mg/dl). Customer could not recall any specific treatment. Customer remained hospitalized at time of report. Customer suspected cause was pump not performing as intended. Multiple follow up attempts were made by tandem technical support to request upload of pump data, patient status, and hospital discharge date, but the customer did not respond.